Manufacturer narrative:
(B)(4). Concomitant medical products: part# 00234801006; lot# 61999030. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent an initial implantation approximately six (6) years ago. Subsequently, the patient underwent a revision at an unknown date due to developing an infection and the bone did not union. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event of unknown infection and unknown duration occurred post implantation. During the investigation process a review of the sterile certifications was not required as the product is sold as a non-sterile product; therefore, the zb sterilization process couldn't have contributed/caused the infection. All devices manufactured follow acceptable sterilization processes according to published iso / aami / astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital / surgical environment, provider related risk factors,  and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection and considered procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.